Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd solomed¿ syringe the plunger was loose. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: customer when aspirating the syringe the plunger came along with the needle - plunger loose.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviations were found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that during use of the bd solomed¿ syringe the plunger was loose. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: customer when aspirating the syringe the plunger came along with the needle - plunger loose.